Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01, ipg implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead dislodged and there was no capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.